Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the tulip filter would not deploy and following manipulation/re-sheathing caused it to deploy in supra renal. The filter was retrieved and a second filter was successfully placed. The jugular introducer and the coaxial introducer system were returned with the retrieval loop system and the black retrieval catheter from the gtrs cook retrieval device. The tulip filter was returned inside the black retrieval catheter. The jugular introducer was curved and the red safety button was pressed, ie the system was unlocked. The grasping hook had straightened, but was still able to grasp the filter during the investigation and hold on to it for advancement of the protection sheath. Based on these findings the exact reason for the difficulties encountered when attempting to release the filter cannot be determined, but the instructions for use warn that excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. There are adequate controls in place to ensure that the device was manufactured to specifications. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k): k211874. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: placing the filter through the right internal jugular ij access. The physician was manipulate the device and was unable to get the filter to deploy. In the process of trying to re-sheath the filter, the physician inadvertently deployed the filter in supra renal. Another physician retrieved the filter as it was placed in the incorrect location. The physician placed a secondary filter that deployed successfully to complete the intended procedure.